Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed.

Event description:
Same case as MFR report # 3005099803-2008-04388. It was reported that during an endoscopic retrograde cholangiopancreatoscopy procedure (ercp), two balloon breaks occurred. The lesion was located in an unspecified biliary duct. The extractor rx 12 x 15mm retrieval balloon was advanced to the lesion. At an unspecified time, the balloon "broke prematurely inside the patient" the device was removed intact and a second of the same device was advanced, however, at an unspecified time this balloon broke as well. The device was removed intact and a third of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "fine".